Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the service performed on site, the alleged event is confirmed and the cause was traced to component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius (B)(4) that a 2008k2 hemodialysis (hd) machine would not power on. There was no patient involvement at the time of this event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon arrival at the facility, the technician inspected the machine and found that power control board was burnt. He replaced the power control board and the device was able to turn on. The device alarmed with 5 volt error and 24 volt errors. The capacitors were replaced on the power supply. The interior electrical components of the device were cleaned and a functionality test was performed. The device was returned in functioning order. The technician reported that the likely cause of the malfunction was due to frequent power outages at the facility. The hd device is moved around and used in different areas of the hospital. There is no sample available to return for physical evaluation. This report was received from fresenius (B)(4).